Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number: (B)(6), after the part was replaced. A review of the architect i1sr56750 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number: (B)(6), or the associated part.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: on (B)(6) 2024, pt 1 initial result = 0.525 ng/ml, repeat results: 0.00 / 0.00 ng/ml. On (B)(6) 2024, pt 2 initial result = 0.0 ng/ml, repeat results: 0.17 / 0.00 / 0.08 ng/ml, result on another architect = 0.00 ng/ml. Reference range: 0.00-0.005 ng/ml. No impact to patient management was reported.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: (B)(6) 2024 pt 1 initial result = 0.525 ng/ml, repeat results: 0.00 / 0.00 ng/ml. (B)(6) 2024 pt 2 initial result = 0.0 ng/ml, repeat results: 0.17 / 0.00 / 0.08 ng/ml, result on another architect = 0.00 ng/ml. Reference range: 0.00-0.005 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.